Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump was connected to a power source. Reportedly, the customer consumed food high in carbohydrates, and did not deliver a food bolus. Customer's blood glucose (bg) level was 565 (mg/dl) with moderate ketones. Bg level was addressed with insulin pens. During a follow-up call, the customer reported bg level was 145 (mg/dl), and had insulin pens available as alternate insulin therapy.